Event description:
Additionally, healthcare professional reported "superior displacement," "breach in shell," "small amount of free silicone in the pocket" and "small area of leakage noted on shell."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.